Event description:
It was reported patient was experiencing uncomfortable and ineffective therapy. Trouble shooting was unable to solve the issue. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs occipital lead, model: 3189, UDI: (B)(4), serial:(B)(6), batch:5728527.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the left eft supra-orbital lead replaced with a new one and therapy restored.

Manufacturer narrative:
Updated h6 and captured product problem in b1.